Event description:
The pt was admitted to the hosp for removal and replacement of bilateral saline breast implants secondary to deflation of the left breast implant. At the time of surgery, a posterior rent in the left breast implant was found. The pt denies any trauma to her breast implants. These breast implants had been place in 2002.